Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product device was received for evaluation. Visual and functional testing were performed. Visual inspection found broken light-emitting diode (led) on printed circuit board (pcb). Functional testing confirmed reported issue. The root cause of the reported issue was found to be due to impact damage on the front cover. D4: UDI information is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the motor is running all the time and light-emitting diode (led) is broken. No patient injury was reported